Event description:
It was reported that an er320 jaw broke during a cholecystectomy. More info to follow. 11/27/1998 additional info from affiliate. When the surgeon fired the applier, the jaw broke and the jaw disengaged. No info if the jaw fell into the pt, but that no adverse outcome has occurred to the pt. The pt is ok.